Manufacturer narrative:
Conclusion: damage to the active electrode, as might be caused by an external mechanical impact, was determined to be the root cause of device failure. The problems given in the patient report appear to match the damage found. This is a final report.

Event description:
After a head trauma it was confirmed that the electrode is damaged.

Event description:
After a head trauma it was confirmed that the electrode is damaged. Re-implantation is considered but a surgery date is not set yet.

Manufacturer narrative:
Additional information: according to the currently available information, it appears the problems with the active electrode are most likely broken wires due to the reported accident. To determine an exact root cause a device investigation of the explanted device is necessary. If and when the patient is explanted the complaint will be reopened.

Event description:
After a head trauma it was confirmed that the electrode is damaged. Re-implantation is planned but a surgery date has not been scheduled yet.

Manufacturer narrative:
(B)(4). The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.